Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of fungal peritonitis, abscess and peritonitis in a female patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unknown date, the patient was diagnosed with fungal peritonitis. On (B)(6) 2012, the patient was hospitalized for fungal peritonitis. Treatment was reported. On (B)(6) 2012, the patient was discharged. On an unreported date, the patient had abscess, which caused peritonitis on (B)(6) 2012. The abscess had grew around old catheter and the catheter was replaced. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891994 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This is report 2 of 3 involved in this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.